Event description:
It was reported to philips that the heartstart xl+ defibrillator did not deliver a shock during ventricular fibrillation. The patient died. This complaint is being reported as a non-adverse-event as this device was one of two devices used during one patient procedure resulting in the death of one patient. The death was reported via MDR#1218950-2014-05660.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.